Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2022 (day 4), the stoma site was slightly red and tender with hard circumference and ooze. An ultrasound revealed no collection. The patient was prescribed oral flucoxicillin until (B)(6) 2022. As of (B)(6) 2022, the antibiotic therapy was completed and the stoma site was clean and dry.